Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure during 2nd fire with a black load while the surgeon was making the sleeve tubularize the ivor lewis conduit. He installed two needle driver instruments to remove all the malformed staples caused by the tissue push event; this caused a 20-minute delay. The surgeon then installed another sureform stapler60 with a black reload and fired across the tissue where the tissue push had occurred. He said they did not have to take additional tissue; this fire was directly over the previous fire where the malformed staples occurred. Regarding the bleeding he stated it was ¿modest¿ and not the main problem. He said the main problem was that the conduit was not complete, and he had to redo the staple line. The surgeon did not comment any further regarding the bleeding during this event when asked. No heath history or anatomy that may have contributed per the surgeon. Surgeon stated this was a product issue not a patient issue. The procedure was completed as planned robotically. No complications were experienced by the patient.

Manufacturer narrative:
The sureform60 stapler instrument and black reload associated with this event were requested to be returned; however, the products were not received for failure analysis results. The stapler logs show pn 480460-09, ln k10230511-0079, was the first sf stapler used in the procedure, and it was installed on the system 3x and fired 3 black reloads. On each install, all clamp attempts were successful, and the firings were completed with 1 pause, no pauses, and no pauses for compression, respectively. On the 3rd firing, the peak firing force was measured to be very close to the threshold, at 699 n. The instrument was then removed and not used in the procedure again. The next stapler used (pn 480460-09, ln k10230511-0117) was installed on the system 2x and fired 2 black reloads. On each install, the first clamp attempt was successful and the firings were completed with no pauses for compression. The instrument was then removed and not used in the procedure again. A video of the event was reviewed. The surgeon inserts the stapler with a black reload and clamps down over a previous staple line at 1:06. Almost immediately upon firing, tissue is pushed out toward the distal tip of the stapler. The fire is detected as having completed, but once the stapler unclamps there are loose and malformed staples and some bleeding from the un-approximated tissue. This is commonly attributed to stapling across an existing staple line. The sureform stapler instrument user manual does have warnings against stapling over obstructions and/or existing staple lines as it may lead to tissue damage or staple line disruption. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.